Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley. The instrument failed the electrical continuity test. The complaint regarding bipolar cautery functioned poorly/did not work was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the fenestrated bipolar forceps instrument was inserted into an arm where the bipolar cautery function was not working properly. Initially, the cable was replaced in an attempt to resolve the problem, but the instrument still did not cauterize effectively. As a result, the procedure was completed with a backup instrument of same kind. There was no report of fragment(s) falling inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the thermal damage was not noticed. No arcing was observed during the procedure.